Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of far-field r-wave oversensing resulting in automatic mode switch were noted on the device. Technical support was contacted and reprogramming is anticipated. The patient was stable with no consequences.

Event description:
Additional information was received indicating that the episodes of far-field r-wave oversensing resulting in automatic mode switch was resolved by reprogramming. The patient was stable with no consequences.